Manufacturer narrative:
B5- the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -2.0/+3.5/162 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The patient experienced a refractive surprise. The lens remains implanted. The problem was not resolved. Additional information provided: "the doctor wants to remove the icl and implant another one". The cause of the event is unknown. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -2.00/3.5/162 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. The patient experienced refractive surprise, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.